Manufacturer narrative:
Visual inspection of the retrieved instrument made by the (B)(4) project manager on 17 june 2016: all the four teeth of the blade are broken, it seems that they broke suddenly and all together: this is an unexpected behaviour. In fact the blade has been intended to use to open the wound during amis surgery, having contact only with soft tissues. This blade seems that has been used in incorrect way, for example directly in contact with the bone, which create a lot of mechanical stress on all the four teeth simultaneously.

Manufacturer narrative:
Batch review performed on 03 march 2016. Lot 1414184: (B)(4) items manufactured and released on 01 april 2014. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Not yet received.

Event description:
During surgery all four teeth of the retractor sheared off. The surgeon removed all of the teeth from the patient. The sales agent had a second retractor which was used to complete the surgery successfully. The retractor will be returned to medacta international.